Manufacturer narrative:
(B)(4). Updated b4, b5, d9, e1 (email and phone number), g3, g6, h2, h3, h6, h11.

Event description:
The hospital reported that during endoscopic vessel harvesting procedure, vasoview hemopro 2 safety shut-down mechanism activates towards the end of the harvest. Harvesters then have to wait the 30 seconds until it cools and it's ready to use again. Once this happens, it continues to happen more until the end. Harvester noted, "for rh we take the radial as a pedicle using minimal touch technique of starting with the hemopro initially in the dissection. We do not use the conical tip. Due to this technique, we use the hemopro 2 a lot and sometimes have a lot of tissue to cut through...we often are harvesting both radial and vein for our cases and previously would use one kit, however, I've had multiple cases where the hemopro 2 times out or the insulation on the tip falls off. No pieces fell into patient or tunnel. So then we have to open a second kit. We've tried decreasing the power source to 2 instead of 3. Which seems to help some, but I am running into this issue almost daily. There are delays when the feedback mechanism shuts off the power supply. There has been no patient harm.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). A lot history record review was completed for lots 3000414181, 3000414472, and 3000414494 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
The hospital reported that during endoscopic vessel harvesting procedure, vasoview hemopro 2 safety shut-down mechanism activates towards the end of the harvest. Harvesters then have to wait the 30 seconds until it cools and it's ready to use again. Once this happens, it continues to happen more until the end. Harvester noted, "for rh we take the radial as a pedicle using minimal touch technique of starting with the hemopro initially in the dissection. We do not use the conical tip. Due to this technique, we use the hemopro 2 a lot and sometimes have a lot of tissue to cut through. We often are harvesting both radial and vein for our cases and previously would use one kit, however, I've had multiple cases where the hemopro 2 times out or the insulation on the tip falls off. So then we have to open a second kit. We've tried decreasing the power source to 2 instead of 3. Which seems to help some, but I am running into this issue almost daily.

Manufacturer narrative:
Tw ID # (B)(4), the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.